Event description:
Patient was revised to address dislocation. Depuy femoral head with competitor's liner was removed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.